Manufacturer narrative:
The device was evaluated and found to be within specification. Also, a DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Therefore, because the event resulted in a surgical intervention, it is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that after endodontic treatment with ah plus jet on tooth # 26 a patient experienced strong pain that would not yield to painkillers, nor to anti-inflammatory drugs. The pain disappeared only when the tooth was extracted.